Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: 233428.

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the air and oxygen gas module were replaced and returned for investigation. One of the received nozzle units, had a damaged feather spring that probably has been damage/broken when the nozzles were changed after the event. The damaged nozzle unit was not simulated use tested. Simulated use test of the received nozzle unit that passed the ocular test, could not reproduce the described customer issue. Evaluation of the received device log files have confirmed the problem as early as (B)(6)2019 the nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to received logs the amount of operating hours at the time of the reported event was 9 hours. Since we have not been able to reproduce the customer issue, the root cause has not been determined.